Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01075. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with a cystoscopy in order to treat cystocele and rectocele. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was also reported that the patient experienced exposed mesh, pelvic and vaginal pain, pain during intercourse, infection, inflammation and underwent partial mesh revision/removal on (B)(6) 2009 and (B)(6) 2010, and mesh excision on (B)(6) 2010. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia; mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair; due to uterine descensus.

Manufacturer narrative:
It was reported that the patient underwent revision of the sling and cystoscopy on (B)(6) 2016 by dr. (B)(67) md, due to mesh exposure.

Event description:
Details: it was reported that the patient underwent revision of the sling and cystoscopy on (B)(6) 2016 by dr. (B)(6) md, due to mesh exposure.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary tract infection, mixed incontinence and atrophy of vagina.